Event description:
It was reported that shortly after implant of the cardiac resynchronization therapy defibrillator (crt-d), a right ventricular (rv) lead integrity alert (lia) triggered and high rate non-sustained ventricular tachycardia episodes and high sensing integrity counter (sic) was observed, along with reproducible noise. A x-ray was completed and there was visual confirmation that the rv lead p in was not correctly inserted into the header of the crt-d. The detections were programmed off and a revision procedure to reconnect the rv lead and device was scheduled. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.